Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the reported hospitalization was the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on a social media post for abbott mitraclip webinar post on facebook, an individual commented the following statement: " if you have an interventional cardiologist who has an excellent track record. Spouse had clip and it failed the next day. Ic promised last thing needed for life. Oh, the stories I could tell."

Event description:
It was reported that on a social media post for abbott mitraclip webinar post on facebook, an individual commented the following statement: "...if you have an interventional cardiologist who has an excellent track record. Spouse had clip and it failed the next day. Ic promised last thing needed for life. Oh, the stories I could tell."

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.